Event description:
It was reported that the r-waves had decreased in the last month. High thresholds and decreased lead impedance were observed. X-ray was inconclusive. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.